Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been returned at this time for analysis.

Event description:
Medtronic received information regarding a navigation system being used in a spinal fusion. It was reported that the probe was having issue with recognition. A replacement is scheduled. There was no delays to the procedure and no impact on patient outcome.